Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 10 mm x 2.50 mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and after the first inflation at 3 atmospheres, the balloon ruptured. It was noticed that the balloon ruptured at the area of calcification. The wolverine was checked outside of the body, and it was noticed that no fragment was left. The procedure was completed with a non bsc device and different size successfully. No patient complications were reported in relation to this event.